Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. A possible cause of the abdominal dissection is advancement of the guidewire or the sheaths at the tortuous abdominal aorta.

Event description:
On (B)(6) 2010, the patient was implanted with three gore tag thoracic endoprostheses to treat an inflammatory aneurysm of the thoracic aorta. It was reported that the gore introducer sheath was inserted first; however, was replaced with a different sheath of another manufacturer because it did not have enough length. It was also reported that the patient¿s abdominal aorta at the level of the renal arteries was extremely torturous. The patient tolerated the procedure. On (B)(6) 2010, CT angiogram images revealed dissection of the abdominal aorta. It was reported that the entry was located 2-3 cm below the renal arteries and that the physician commented that a possible cause of the dissection was advancement of the guidewire or the sheaths. On (B)(6) 2010, an additional procedure was performed to repair the dissection by replacing the abdominal aorta with a surgical graft. On (B)(6) 2010, the patient was discharged. No further adverse events have been reported.